Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 202 mg/dl at time of incident and current blood glucose level was 450 mg/dl. The customer¿s blood glucose level was over 400 mg/dl, 413 mg/dl, 450 mg/dl. The customer was treated with pump. Customer declined to check bolus wizard settings for accuracy. The customer was advised to verify the accuracy of programming with their healthcare professional. The insulin pump will not be returned for analysis.